Manufacturer narrative:
G4: 28apr2020 b4(B)(6)2020. A touch screen was returned for analysis. A visual inspection of the returned component was performed, and it was found that the touch screen was cracked. The touch screen was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported a touch screen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the touchscreen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.